Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. Investigation also did not find any contributing factors to the reported event. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report.

Event description:
It was reported that a patient had passed away from lung embolism. Patient had a history of stroke and also had acquired covid-19 in (B)(6) 2021. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.

Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. Investigation also did not find any contributing factors to the reported event. If we later obtain any required information that was not available at the time of this initial report, we will submit a supplemental report.

Event description:
It was reported that a patient had passed away from lung embolism. Patient had a history of stroke and also had acquired covid-19 in (B)(6) 2021. There were no reports of device-related issues from the patient prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.